Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they have a patient with a retained pillcam capsule. The physician believes it has remained in the patient for approximately 11 months, and retention was confirmed initially with an x-ray. The location was confirmed with a follow up CT scan, which found the capsule in the lower left quadrant. The physician did attempt to retrieve the capsule via a colonoscopy, but was not able to find the capsule so believes it to be in the patient's small bowel. The physician was contacted by medical affairs and removal options were discussed, which will also be discussed with the patient, who was last reported to be fine and does not have any obstructive symptoms.